Event description:
It was reported that the customer changed the battery on the insulin pump and received a failed battery test alarm. Customer bought new batteries and when he puts in a new battery, it shows that the battery is halfway gone on the pump. Customer stated that he has been having this problem for months. Customer was transferred for assistance. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.